Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2026, after intubation, the proximal connector of this tube repeatedly became dislodged during ventilation and nursing care. Despite multiple attempts to secure and reinforce it, stable fixation could not be achieved. To ensure airway safety and effective ventilation for the patient, the decision was ultimately made to remove this tube and replace it with a new one."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "(B)(6) 2026, after intubation, the proximal connector of this tube repeatedly became dislodged during ventilation and nursing care. Despite multiple attempts to secure and reinforce it, stable fixation could not be achieved. To ensure airway safety and effective ventilation for the patient, the decision was ultimately made to remove this tube and replace it with a new one."